Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the trilogy screw broke while being inserted into the cup. The head of the screw sheared off, leaving the screw beneath the cup insitu.